Event description:
After an implantation time of about 17 months, intermittent syncopes were reported. Even after the output energy in the ventricle had been increased, temporary pacing failure was still observed.

Manufacturer narrative:
The visual analysis of the pacemaker showed scratches on the backside of the pacemaker housing. The lead attachment screws for the lead contact showed no anomalies in the analysis. The screws could be easily screwed in and unscrewed. A lead (meeting the is-1 standard) could be sufficiently contacted. The spring elements also did not show any anomalies in the analysis. In the incoming goods inspection, it was noted that the pacemaker was programmed to vdd mode with 60 ppm and 4.0 v at 1.0 ms. The sensing polarity was set to bipolar in the atrium, the pacing polarity in the ventricle to bipolar, and the sensing polarity in the ventricle to unipolar. The pacemaker underwent a complete function test, and no anomalies could be detected. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. A long-term pacing test confirmed successful pacing in the ventricle. In summary, the analysis results do not indicate a material defect or mfg error. The pacemaker is within all specifications. No cause for the pacing failure mentioned in the complaint could be found during the analysis.